Manufacturer narrative:
G4:24nov2020. B4:11dec2020. The engineer confirmed the touchscreen is not working and the bottom portion will not calibrate. The engineer replaced the touchscreen and the issue was resolved. Failure analysis on the returned touchscreen assembly shows that the ul_lr / ur_ll resistance were out of specifications. Fault are found on the returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28aug2020.

Event description:
It was reported that during set up the ventilators touchscreen was not working. There was no patient involvement and no delay to therapy.